Manufacturer narrative:
The investigation has determined that a lower than expected glucose (glu) result was obtained from a single patient sample using vitros chemistry products glu slides lot 7419-0016-8341 on a vitros xt 7600 integrated system. The assignable cause of the event is an instrument related issue. The results from a vitros alkp precision test were not within expectations, indicating that a potential performance issue with incubator temperature, fluid temperature, metered volume and/or evaporation in slide path could be possible contributor(s) to this event. In response to the unacceptable vitros alkp precision study, an ortho field engineer inspected and cleaned various parts of the microslide subsystem as well as replaced the cm/rt wear pads. Following service actions, precision testing results for vitros alkp were within acceptable guidelines indicating that the performance of the vitros 7600 system had been returned to expectations.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower-than-expected glucose (glu) result was obtained from a single patient sample using vitros chemistry products glu slides lot 7419-0016-8341 on a vitros xt 7600 integrated system. Patient 1 sample result of <20 mg/dl vs the expected result of 350 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower-than-expected vitros glu result was not reported from the laboratory. The customer has confirmed that there has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4) .